Event description:
The pt was reported to have had adverse reaction approx 30-40 minutes after placement of catheter. Nurse stated that prior to removal, she noticed blood at the drain sponge where catheter was inserted and urine was amber to pink in color. When catheter was removed pt reactions started to diminish. Pt taken to ER for exam and released.

Manufacturer narrative:
H6 86. Packaging as well as product examined. Document search performed as well on product material. Device within spec. H6 68. Reaction possibly due to lubrication or other contributing factor.